Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to rv oversensing and decreasing impedance measurements. It was noted that the shock impedance measurement for this rv lead was 37 ohms. It was suspected that there was an insulation breach. No additional adverse patient effects were reported.